Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported four tampons had no strings and the tampons were stuck inside. She was able to manually remove the tampons with no medical assistance and is doing fine.